Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and myopotential noise. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. There was some undersensing as well. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some programming options. The doctor decided to schedule a system replacement to a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and myopotential noise. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. There was some undersensing as well. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some programming options. The doctor decided to schedule a system replacement to a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and myopotential noise. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. There was some undersensing as well. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some programming options. The doctor decided to schedule a system replacement to a transvenous system. There were no additional adverse patient effects. The system remains implanted.